Event description:
A report received from USA for servicing. During servicing it was found that the device had a cosmetic defect. It is unk if the device was used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with cosmetic damage. If add'l info becomes available, a supplemental report will be sent. (B)(4).